Manufacturer narrative:
Additional information b5: medtronic received additional information that the pressure started to increase immediately after bypass started. The pressure was measured post oxygenator. The pre membrane pressure cut in when there was a concern for hpe (high pressure excursion). Act (activated clotting time) was used to monitor heparin dosing monitored to achieve optimal therapeutic response. The values were 159s, 769s, 705s, 553s, 611s, 490s and 628s. They kept the patient normothermic. No other devices had an issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that the customer experienced high pressure excursion, and it was unable to forward flow with higher rpm's. Customer also diagnosed a reasonable pressure drop of >200 that was mitigated with albumin and the addition of some nitro. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the patient's serum albumin level pre-bypass was 32g/l. The patient's pre-operative platelet count was 200,000. The drugs administrated were 45000 units of heparin, 5.2mg of phenylephrine and 250mcg of nitroprusside. There was 100ml of albumin administrated. Fio2 (fraction of inspired oxygen) was from 59% - 71%. Sweep was from 1.85l/min - 5.12l/min. Forane was 1.25%. There arterial temperature was from 35.6- 36.4. Co2 (carbon dioxide) was 10 l/min. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction:d.4.expiration date <(>&<)> h.4.mfg date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.